Manufacturer narrative:
Product event summary: a pump with unknown serial number was not returned for evaluation. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the available information and historical review of similar events, the reported electrical fault alarm event may be attributed to multiple factors including but not limited to driveline cable damage, a marginal connection between the driveline cable and controller, and/or contamination within the driveline cable connector. The most likely root cause of the reported high watt alarms may be attributed to the increased power consumption required to run on a single stator. This event was reported in the q2 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted after the ventricular assist device (vad) experienced electrical fault and high watt alarms. The patient underwent a vad exchange. No further patient complications were reported as part of the event. This event was reported in the q2 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.